Event description:
It was reported that the tourniquet failed to maintain pressure. "There was a minimal amount of blood loss and the foot was exsanguinated and secured with an esmark bandage used like a rubber band." There was no patient injury reported.

Manufacturer narrative:
Three devices were used in the same procedure and it was reported that all three failed to maintain pressure. When the third device reportably failed to maintain pressure is when the foot was secured with the esmark bandage. Only two of the devices were returned for evaluation. The returned devices were examined and an initial inspection did not identify any holes, tears, punctures, or obvious defects that could result in a potential leak. Function testing was performed twice on both devices and both devices passed all function testing. Since the devices passed all function testing, a root cause could not be determined. A review of the lot control sheets for these devices confirmed the devices passed all function testing before leaving ascent. Due to the infrequency of this type of event, no trend analysis is available.